Event description:
No sound alarm when finished. Error codes: none. Ran pm checks, passed all, updated platen assembly. Testing: ran pm checks and found no errors. Downloaded cqi. It was ran overnight with no errors, will check attached pump. Returned to service.